Event description:
During catheter explantation 2cm of catheter tore off at the distal end. Angio exam, piece of catheter remained in the sub-q tissue of the patient. (No complete removal from the patient's body.) No further intervention wasindicated from medical point of view. Patient was not injured.